Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation the electrode belt had kinks all the way through the trunk cable. The strain relief was broken and the trunk cable wires were pulled out of the distribution node pca board connector. Connector j702 in the distribution node was also broken. The root cause for the damaged cable and connector could not be positively identified but was likely excessive force while pulling on the trunk cable. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.